Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that patient experienced ineffective therapy. Reprogramming was unable to provide resolution. X-rays were taken and confirmed that the patient's l4 lead had migrated. As a result, the patient underwent surgical intervention to have their l4 lead replaced. Patient has effective therapy post op.